Event description:
It was reported that the patient bumped his scs system and was concerned that it had gotten knocked loose and wasn't working. He had bruising all the way around and skin that was dying. The patient was in a lots of pain and went to the ER, where he was diagnosed with a blood infection and put on antibiotics. The patient followed up with his hcp, but stated that all they did was take x-rays. The patient was referred to another hcp who recommended removal due to the infection, and the entire system was removed. The patient stated that the hcp thought the "I hook" came loose and kept cutting him internally, causing him to bleed more and eventually causing the infection. The patient stated that his current status was 'good." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3776-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011; lead model 3776-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011; recharger model 37752 serial# (B)(4).